Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for routine follow-up. Non-sustained rv oversensing due to post-paced t-wave oversensing was noted. Programming changes were made.